Event description:
The following information was reported: the physician was doing a diagnostic heart catheterization and the balloon popped during prep. No patient involvement occurred. A second mynxgrip (5f) vascular closure device was used to achieve hemostasis. Access: common femoral vessel size: 6 mm stick location: medium sheath size: 5f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1424505) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).